Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 05-jun-2025 to ensure the replacement products resolved the initial concern -able to establish contact with customer who stated they are comfortable with the glucose readings from the products

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 159, 180, 168 and 177 mg/dl. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer advised that he messaged his doctor regarding the results from the meter and was advised that his results are fine as he is no longer taking any diabetic medications and advised him that he can get him back on diabetic medications or to follow a keto diet. During the call, a blood test was performed by the customer non-fasting and produced test result of 187 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/17/2026 and open vial date is about 1 week ago. The meter memory was reviewed for previous test result history: result 1: 159 mg/dl, date: (B)(6) 2024, time: 8:30 am fasting. Result 2: 180 mg/dl, date: (B)(6) 2025, time: 10:15 am fasting. Result 3: 168 mg/dl, date: (B)(6) 2025, time: am fasting. Result 4: 177 mg/dl, date: (B)(6) 2025, time: 7:27 am fasting.